Event description:
Boston scientific received information that approximately four years ago, this right atrial (ra) lead exhibited high threshold measurements and no sensing. The lead was observed to have dislodged. The physician elected to program the device to ventricular only pacing. During a recent device replacement procedure, the lead was capped and surgically abandoned. A new ra lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.